Event description:
Refences number (B)(4). Event occured in united states. It was reported that the patient faced infusion set tubing detachment event on 03-mar-2026, as set got pulled out during moving furniture. The patient replaced infusion sets and resumed insulin successfully. No further information is available.